Event description:
Health care professional assistant reported patient was placed in the left side lying position. The tonicity of the rectal was okay. Verification of the medical device was performed and the device was inflated with 30 cc of water. The device was then put into place. Upon placement of the device movement was observed, and a hole was then identified in the balloon. The pharmacy was then notified.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No add'l patient/event details have been provided to date. Return sample has not been received to date. Should the sample be received the record will be reopened and investigation shall be performed on the returned sample. Should any add'l info become available a follow up report will be submitted. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.